Event description:
It was reported that a shaving was found in the box. It was pointed out by the doctor, when va locking screw 2.4mm was taken out from the sterilization box and a thing like shaving waste had adhered to the base of the locking screw. It was immediately exchanged with the locking screw self-tap l18 tan and coped with no problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there are no shavings visible.